Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated. A cause for the single leaflet device attachment (slda) was unable to be determined. The reported recurrent mr appears to be a cascading effect of the sdla. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed as the implanted clip detached from one leaflet but remained attached to the other leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtr was successfully implanted, reducing mr to 1. On (B)(6) 2019, transesophageal echocardiogram noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment-slda). The mr was increased to 4 severe. Treatment options are under discussion. No additional information was provided.